Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted eight years ago. At some point during the ongoing use the device ceased to work and the patient complained of the pump not refilling after squeezing to try and initiate the erection. The patient was brought into the clinic for evaluation and it was determined that the prosthesis had experienced fluid loss. A surgical intervention was performed in which the ipp was removed and replaced. No patient complications were reported.